Manufacturer narrative:
(B)(4). Date sent: 2/7/2024. D4: batch # 202c82. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload (d) was received fully fired. Upon further inspection, the reload was found to have damage on the knife channel, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review. A manufacturing record evaluation was performed for the finished device batch number 202c82, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than the leak (malformed staples, staple line missing staples, etc.)? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status and condition? Good health.

Event description:
It was reported that during a rygb surgery, leak at staple line. The doctor had sutured the leak and managed the patient. No patient consequences reported.